Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that the patient had no relief from pain. The patient reported that the doctor placed the leads at t3 and on the trial, they were at t4. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s leads were implanted too high, so they had to go in surgically and revise them on (B)(6) 2017. It was reported that the patient was in heaven with how good the coverage was after the revision. It is unknown if there were any symptoms that occurred prior to the lead revision, but follow-up was done to obtain this information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Correction: adverse event and product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.